Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4) was evaluated by zoll service at the customer site. The reported complaint of the thermogard xp ivtm system (sn: (B)(4) displayed an "air trap" alarm was confirmed based on the event log review but was not confirmed during functional testing. The root cause of the reported complaint was a defective air trap sensor block, due to a defective component, which resulted in intermittent air trap alarms/error messages to be displayed by the thermogard console. During the visual inspection, there was no physical damage observed on the ivtm thermogard console. Unrelated to the reported complaint, it was noted that the leds on the air trap sensor board were displaying two amber lights, indicating that the air trap was empty. The ivtm thermogard console passed the initial functional testing without any fault or error; therefore, the customer's reported complaint could not be replicated. A review of the event log data revealed multiple mid:09 (air trap assembly) error messages, indicating that the air trap sensors were defective. The air trap block assembly was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard xp ivtm system (sn: (B)(4) displayed an "air trap" alarm. It is unknown at what stage of the treatment the issue was noted. Another ivtm system was used to complete the treatment. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.